Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage which may indicate potential mishandling or misuse of the instrument. Additionally, the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of broken conductor wire are attributed to damage through external collisions, during use, or during reprocessing. Common causes of a broken grip cable at the distal end, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
It was reported that the maryland bipolar forceps instrument cable sheath and clamps were broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective cable was the metal cable, gray. There were no consequences for the patient. The procedure was completed robotically; they changed instruments. The procedure was not prolonged because of this problem.